Event description:
It was reported that device volume is not audible enough on highest setting. Event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that device volume is not audible enough on highest setting. No service history found related to this repair. Review of event log found error code 41980. Functional testing confirmed complaint. Found that the front piezo speaker was not working. Replaced the piezo speaker, guard and speaker adhesives. The error 41980 did not recur during repair and testing. Device passed testing post repair.